Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4). Description: coveredge 32, 50 cm 4x8, surgical lead the explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the battery site. The patient underwent an explant procedure.